Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one partial encor probe was returned for evaluation, the sample tray was not returned. No visual anomalies were noted to the returned probe. An in-house sample tray was used during functional testing of the returned probe. The returned probe was able to successfully pass a minimum vacuum test, however failed to successfully pass the vacuum differential test during functional testing. Additional vacuum was applied after each sample sequence during functional testing as the returned probe was unable to successfully transport each sample to the sample chamber. Although the returned probe successfully passed a minimum vacuum test, was unable to successfully pass a vacuum differential test, and unable to successfully transport all samples to the sample chamber during functional testing, the investigation will remain inconclusive for the reported suction and sampling issues as the entire probe (i.e., sample tray) was not returned for evaluation. Although it is highly likely venting issues contributed to the sample transport issues, the definitive root cause for the reported sampling and suction issues could not be determined based on the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4 h11: g1: (MFR site), h3: (device evaluated by MFR), h6 (results 1, conclusion 1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided breast biopsy, the vacuum allegedly failed and the device allegedly failed to obtain sample tissue. There was no reported patient injury.

Manufacturer narrative:
This event is being reported as a reportable malfunction for the special cause related to these product catalog/lot number combinations which is the subject of report of corrections and removal letter (806 notification) on may 2, 2019. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2020), (B)(4).

Event description:
It was reported that during an ultrasound-guided breast biopsy, the vacuum allegedly failed and the device allegedly failed to obtain sample tissue. There was no reported patient injury.